Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics intravenously (dose and frequency not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized on the same day. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. Five days after hospitalization started, the patient was discharged. Dianeal therapies were ongoing. The patient has recovered from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k04070 and h14b28035. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.